Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported ECG issue. Physio was unable to duplicate the reported defibrillation issue. The device was able to charge and shock properly. The ECG calibration of the device was performed, which resolved the ECG issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported defibrillation could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy. It was also reported that the device was unable to display the ECG waveform through the patient ECG cable or the paddles lead. The customer was able to successful shock into test equipment at the 10 joule setting; however when attempting to shock at 360 joules, a clicking sound was heard and no energy was delivered. There was no patient use associated with the reported event.